Event description:
It was reported that rep is seeing MRI  code: 2621 2122 22000. Decoding showed there is an open circuit within the system which is why the programmer would not go into MRI mode. Rep will find time to meet with patient to check system again and run impedances at higher level. Rep indicated that pt's impedances were fine 2 weeks ago. No falls have been reported by the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.